Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, the pulse generator issued multiple alerts. A review of stored data showed normal, in range values. Additional information was not provided and the cause of the alerts could not be determined.